Event description:
Information was received from manufacturer representative regarding instruments used in spinal therapy. It was stated that the hole portion of the metal fitting that secures the arm had become too narrow and that the arm does not move smoothly anymore. No patient was involved in this event. No further complications were reported regarding this event.

Manufacturer narrative:
H3: product analysis of part 9560524 and lot no. My14a001 during the incoming inspection, deformation of the threads on the handle screw was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.